Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture (loc) while fixating. The lead was removed and inspected, and helix was found bent. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body noted a deformed helix. Also, a dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture (loc) while fixating. The lead was removed and inspected, and helix was found bent. A new lead was implanted. No adverse patient effects were reported.